Event description:
It was reported that the patient presented in clinic for follow-up. Several attempts were made to interrogate the implantable cardioverter defibrillator, but each attempt was unsuccessful. Electrocardiogram was performed and no pacing was seen. Last device check was pulled, and the battery showed 2 years remaining on (B)(6) 2021. Premature battery depletion was suspected. The device was explanted and replaced. The patient was in stable post-procedure.

Manufacturer narrative:
Premature battery depletion, no pacing output and communication failure was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. These analysis concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.